Event description:
It was reported to boston scientific that a resolution 360 clip was used during a procedure on an unknown date. During the procedure, after the clip was attached to the tissue, it was extremely difficult to detach it from the device. Although all three deployment stages were felt and the clip was able to grasp and lock onto the tissue, the release from the catheter was unusually difficult. The clip remained on the patient's tissue. The procedure was completed with another of the same resolution 360 clip. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to april 1, 2025, based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip difficult to detach.